Manufacturer narrative:
(B)(6)2019 pm services: info required clarification: the service has reported that their biomed changed out this battery. Therefore the failure could be confirmed. The biomed did not create a service protocol therefore no probable root cause is possible.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
(B)(4). Not returned not eval.

Event description:
During service it was noticed when the machine was removed from ac power it immediately shut off. No patient involvement. Complaint# (B)(4).